Event description:
Reportedly, the implant was never activated nor tested. The ent department was involved in the case by the neurology department because the recipient underwent a CT scan which showed a suspicion of array and implant displacement. The recipient was explanted. Due to the fever the recipient was not re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to information received from the field, the device housing rotated from its intended position, causing the active electrode to come out of the cochlea. The reported symptoms, i.e. Fever was likely a result of this event. Diagnostic imaging confirmed that the device was correctly positioned during the implantation surgery. The implant was explanted. This is a final report.

Event description:
The recipient was hospitalized in the neurological department because of fever of unknown etiology and neurologist suspected a foreign body reaction. A CT scan revealed an active electrode displacement, with the implant housing found rotated from its original position. The implant was never activated and was explanted. Consistent with the CT images, the device explantation report form (derf) reports that the implant was found rotated and the electrode was not in the mastoid cavity but under the skin of the temporal region. The implant site did not show any signs of swelling or local infection. Due to the fever the user was not reimplanted.

Event description:
Reportedly, the implant was never activated nor tested. The ent department was involved in the case by the neurology department because the recipient underwent a CT scan which showed a suspicion of array and implant displacement. The recipient was explanted. Due to the fever the recipient was not re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the implant housing was placed 180_ rotated and the electrode lead was no longer in the mastoid. According to the device explantation report form the device was found completely fixed at explantation surgery indicating that the device was initially placed in this position. The concerned device was explanted. This is a final report.